Manufacturer narrative:
(B)(4). Concomitant medical products: 115370, comp rvs tray co 44mm, 796490, 180551, comp lk scr 3.5hex 4.75x20 st, 696240, 115394, comp rvs cntrl 6.5x20mm st/rst, 305960, 180552, comp lk scr 3.5hex 4.75x25 st, 794140. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that during a reverse shoulder arthroplasty, the glenoid fractured during range of motion testing. The baseplate, glenosphere, and screws were removed from the patient and different products were used to complete the procedure. No further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.